Manufacturer narrative:
Concomitant medical product: product ID 37742, serial# (B)(4), product type programmer, patient product ID 3487a-33, lot# v007621, implanted: 2006-(B)(6), product type lead product ID 3487a-33, lot# v007621, implanted: 2006-(B)(6), product type lead product ID 3708240, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 377775, lot# v006395, implanted: 2006-(B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient¿s leads were broken. It was noted that this occurred a few months prior to the report, the system had been checked and the patient was going to have it replaced. Additional information has been requested but was not available as of the date of this report.